Event description:
Customer reports that there is a break in the tubing at the connection between where the tubing connects to the bag and where it enters top of cylinder. Customer is not sure how long the set was hanging before the separation was discovered; unknown date of occurrence or any other details of incident. Product return is not expected; customer's corporate policy prohibits releasing product that has been involved in a patient incident.